Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after initial implant procedure, the patient presented for an unrelated procedure. During the unrelated procedure, the right ventricular lead had dislodged. The patient was asymptomatic throughout the procedure and was paced with the left ventricular lead until the procedure was completed. The patient was re-prepped for lead repositioning and it was noted that there was crushed blood inside the outer insulation. Impedance was also noted to be low. The lead was explanted and replaced. Patient was fine and discharged the next day.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The cause of the reported event was isolated to the damage from the surgical procedure. The lead was otherwise normal.